Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage between the cover and body (individual components identified from the device as the "s-cover" and "s-body"). The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii colonovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection, the air/water (aw)-tube and aw-cylinder contained foreign material. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a whitish gelatinous foreign material found inside the air/water (aw)-tube and air/water (aw)-cylinder. The reported fault was likely a result of insufficient cleaning. Additionally, the bending section cover (a-rubber) adhesive had deterioration and separation on the thread-wound sections. The plastic distal end cover (c-cover) had scratches. The overall appearance failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.